Manufacturer narrative:
Event occurrence date was reported as (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event was not specified. Pd therapy was reportedly ongoing during treatment. At the time of this report, the patient has recovered from the event. No additional information is available.